Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 600mg/dl, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room with insulin via injection and insulin via pump by their healthcare provider. During troubleshooting with customer technical support, it was revealed the pump had power issues after a battery changed. After a new battery was inserted the pump powered up successfully. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.